Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mc/ml at 160.1 mcg/day) via an implantable pump. It was reported that the healthcare provider (hcp) suspected an infection at the pump pocket site. It was unknown if external factors were involved or if troubleshooting was performed. The hcp ordered for the daily infusion to be reduced by 50% over 48 hours. After step-down, the plan is to explant the pump. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.